Event description:
The pt was implanted with a left ventricular assist device (lvad). After 1 year of support on the lvad, the nurse reported that the pt presented with device thrombosis. The pt was admitted and placed on thrombolytic therapy and discharged home approx one month later. No further issues have been reported to the manufacturer.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.